Manufacturer narrative:
This supplemental report is being submitted as additional information has been obtained from the device evaluation. During the evaluation, b30 (scope communication error) was not reproduced but e216 (scope communication error) occurred. There was no anomaly found at the resistance values of the video image lines. The reported image irregularity was not duplicated even if the universal cord or the video cable was twisted, or the subject device was fully angulated up/down/right/left. The electrical substrate inside the video connector has been used for more than two and a half years since the subject device was delivered at the user facility. The exact cause of the reported event could not be conclusively determined, but it is possibly considered that the electrical substrate inside the video connector may be damaged due to aged deterioration.

Manufacturer narrative:
The subject device was concomitantly used with otv-s190 (olympus, video system center, serial number: (B)(4)) and clv-s190 (olympus, light source, serial number: (B)(4)). The user reprocessed the subject device by autoclaving. The manufacturing record of the subject device was reviewed with no irregularity. This device referenced in this report has been returned to olympus for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that when the subject device was connected to the video system center (otv-s190 manufactured by olympus) an error message (b30: scope communication err contact olympus) was displayed on the monitor and the image difficulty with snow noise occurred after the patient was anesthetized to perform an unspecified therapeutic procedure. Even though the power of the video system center was turned off and on, and the video connector of the subject device was reconnected repeatedly, the video image was not restored. Therefore, the user replaced the subject device with ltf-vp (olympus, laparo-thoraco videoscope) and completed the procedure. There was no patient injury reported.